Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained a blood glucose reading and compared it to a laboratory result, however, no results were provided. No information was provided about the patient's test strips or testing technique. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. However, as the alleged inaccuracy issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 (6/17/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found; the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Meter tested (B)(6) 2013.